Event description:
The customer tested her blood glucose using her contour meter and received readings of 100 and 93 mg/dl. She retested using another meter and received readings of 300 and 400 mg/dl. The difference between the readings falls in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse events were alleged. The customer was advised to return her test strips for evaluation, but they were not received by the qa lab. Replacement test strips were sent to the customer.